Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device gave alert 113(reduced water temperature control). It was determined in testing that the device had a failed mixing pump. Requested a quote for 2000-hour service.

Event description:
It was reported that the arctic sun device gave alert 113 (reduced water temperature control). It was determined in testing that the device had a failed mixing pump. Requested a quote for 2000-hour service. Per sample evaluation results on 24feb2025, used u.I. To complete decon, loose wire in harness to control panel. A wire on the upper gui cable to the control panel used for serial communications has separated from the pin in the connector causing failure to communicate from the main device. This seemed to coincide with the shell being removed in decon for replacement of the mixing pump with a test pump. Tank seals pulled loose from tank during repairs.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump. The device was evaluated upon receipt. Installed test mixing pump to cool. Serviced mixing pump. Used u.I. To complete decon, loose wire in harness to control panel. A wire on the upper gui cable to the control panel used for serial communications has separated from the pin in the connector causing failure to communicate from the main device. This seemed to coincide with the shell being removed in decon for replacement of the mixing pump with a test pump. Performed pm procedure. Tank seals pulled loose from tank during repairs. Serviced circulation pump. Replaced upper main gui cable, heater, manifold o-rings, tank tubing, tank seals. The arctic sun stat passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The fluid delivery line was leak tested and passed. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Corrections: b, e, f, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.